Event description:
Event reported via user facility medwatch report. It was reported that during removal of a g2 ivc, the incorporated leg of the filter broke off. Both the filter and the leg were successfully retrieved. The patient has reported to be asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The user facility report has retained the filter; therefore, the filter is not available for evaluation. The event investigation is currently underway. (B)(4).